Event description:
It was reported that approximately three years post filter implant, the patient presented with acute chest pain; imaging demonstrated three legs of a vena cava filter had detached from the filter. One of the legs was observed in the patient's right ventricle septal artery, another leg had migrated into the right atrium. The third leg had migrated into the patient's right pulmonary artery. Due to various cardiac episodes that the patient experienced, the filter was removed with recovery cone. The leg in the pulmonary artery was left in place. The patient tolerated the procedure well and was reported to be in stable condition.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device is being retained by the risk management department at the user facility; therefore, not available for evaluation. The event investigation is currently underway.